Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with the event and/or implant experience. Refer to the following: medical device report for the impella cp serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). (This report). Medical device report for the impella 5.5 serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). Medical device report for the automated impella controller serial number (B)(6) with date of the event 16-feb-2025 and patient identifier (B)(6). Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced limb ischemia requiring intervention. The patient would later expire. The patient presented with st-segment elevation myocardial infarction. Percutaneous coronary intervention was completed to the left anterior descending artery with one stent. Left ventricular diastolic pressure was 30 and left ventricular ejection fraction was 30%. Post pci the impella cp device was implanted, and the patient was sent to the unit on support. Approximately twelve hours later into the next day the patient developed limb ischemia. Creatine level was rising, and lactate level was increasing. There were no pulses distal to the impella cp. The decision was made to explant and replace with escalation to an impella 5.5. Additional information received indicating that sutures were used when they did a femoral vascular cut down to remove the impella cp and then did a fasciotomy to the leg. The patient was placed on the impella 5.5. This same the patient was preemptively started on continuous renal replacement therapy and the patient had washout lactic from the ischemic leg. The patient remained critically ill and was planned for dialysis for lactic acidosis. Bleeding issues from all sites (impella site, femoral site, femoral fasciotomy, and orally) was observed. Impella 5.5 flows and waveforms were noted within normal limits. Heparin was held post procedure and blood products were administered. Later in the night it was noted that the patient was unable to tolerate prolonged intermittent renal replacement therapy. Urine output was poor, and the nurse reported unchanged bleeding from line sites and incisions. The patient remained critically ill and would expire the following day. A transesophageal echocardiogram revealed a large ventricular septal defect and care was withdrawn. Medical safety review of the event noted there is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome (demise).